Event description:
It was reported that the device overheated during a mastoidectomy procedure. There was no delay as the procedure was completed using a backup device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination on the bearing.